Event description:
It was reported that the patient experienced an inappropriate shock due to t-wave oversensing. Review of the stored electrogram noted oversensing of p-waves on the ventricular channel. The r-waves had decreased and the capture was increased. An x-ray showed the lead had dislodged. Repositioning was successful, but the lead dislodged again two days later. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.